Event description:
Customer's mother reported that blood glucose was high. In the morning, it was 520 mg/dl and in the afternoon it was 117mg/dl. Today's blood glucose fluctuating between 200 mg/dl to 300 mg/dl. The customer's mother also stated that she was not sure if the insulin pump was delivering insulin. Mother may have to check her daughter's pump to insure that she is inserting infusion accurately. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.